Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
It was reported 4 months after the implant was placed in ada site 6 of the patient's mouth the implant was removed due to osseointegration not being achieved. The patient was reported to be non-compliant with poor hygiene and type iii bone. At the time of the event mobility, bleeding, and inflammation was reported. The device will be returned to the manufacturer for investigation. There were no report patient complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
It was reported 4 months after the implant was placed in ada site 6 of the patient's mouth the implant was removed due to osseointegration not being achieved. The patient was reported to be non-compliant with poor hygiene and type iii bone. At the time of the event mobility, bleeding, and inflammation was reported. The device will be returned to the manufacturer for investigation. There were no report patient complications. (B)(4).